Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) as this device had a battery longevity less than a year. Moreover, the patient experienced an unknown infection and atrial fibrillation (af). This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental is being filed to correct the h6: device code. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) as this device had a battery longevity less than a year. Moreover, the patient experienced an unknown infection and atrial fibrillation (af). This device was explanted and replaced. No additional adverse patient effects were reported. Additional information received which indicated that this device did not exhibit nor suspected of premature battery depletion (pbd) as this was checked in error in the peh form. No additional adverse patient effects were reported. It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.